Event description:
It was reported that the customer's blood glucose had been extremely high for three days. The customer's blood glucose was 500 mg/dl. The customer stated that her blood glucose would not lower. Troubleshooting was done. The customer expressed nausea and abdominal pain as symptoms related to her high blood glucose. The customer treated her blood glucose with a manual injection. The customer stated that the cannula was not bent but that there was some tissue in the cannula. The customer confirmed that there were no air bubbles in the tubing of the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.